Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 400 mg/dl. The current blood glucose level of customer was 220 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode. Sensor had change sensor alert. The insulin pump will not be returned for analysis.